Manufacturer narrative:
Evaluation is in process. A follow-up report will be filed upon completion of the evaluation.

Event description:
It was reported that a nurse has been injured over time while trying to put the big wheel into steer mode using the side controls. She has been required to wear an ankle boot. The reporter states that the amount of force to operate is significantly greater than the stretchers of the same model that they have in house. This stretcher remains in service.